Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient tripped on uneven pavement and fell on top of the monitor. The patient reported that the monitor rammed into her ribs and broke/cracked two ribs. There is no indication that the lifevest caused the patient to fall. There was no alleged device malfunction contributing to the broken/cracked ribs. The patient's daughter is a nurse and she consulted with her regarding the injury. Follow up indicated that the patient's rib injury has improved, however, she still experiences soreness.